Event description:
Reporter indicated pt's generator was explanted due to infection at the generator site related to the original implant procedure. The generator was explanted and the subject was placed on IV antibiotics (vancomycin). In 2007 - the patient was released from the hosp and prescribed vancomycin for one additional day. The infection has resolved. Reimplant is planned, but not scheduled.

Manufacturer narrative:
Vns therapy system labeling lists infection as a potential adverse event, possibly associated with surgery.